Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) for the past few days. The cause of low bgs was unknown. The customer consumed carbohydrates to address all low bg events. Reportedly, the pump was replaced to resolve the issue and the customer will continue to use current pump for insulin therapy until replacement arrives. No additional patient or event information was available.